Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The four additional perclose proglide devices referenced in b5 are being filed under separate manufacturer report numbers. The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery and left common femoral artery was attempted with five proglide devices, using the pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, all five proglide devices would not backload onto the guide wire. The aaa procedure was completed and manual arterial compression was applied to achieve hemostasis in the right and left common femoral arteries. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.